Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had high, out-of-range pacing impedance and loss of capture of unspecified duration. A lead conductor fracture was confirmed by fluoroscopy and was believed to be due to clavicular/first-rib crush. No additional adverse patient effects were reported. The lead was surgically abandoned and successfully replaced.